Event description:
It was reported that a spectrum pump had low volume during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During flow rate testing the device was found to under infuse. A review of the event history log revealed. An event date was not provided, however on the last day of customer use two infusions with parameters: rate: 200 ml/hr and vtbi: 40 ml were programmed and ran to completion without interruption. No abnormalities were observed through the history log. . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the torsion springs on the mechanism to be out of adjustment and the springs will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.